Event description:
The customer reported the system displayed a collimator iris pot. Error, thereby resulting in a no boot. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was repaired during the service call. The system was tested and found to be working as intended and put back into service.